Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Event description:
The patient was trying to charge his ins yesterday and it would not charge. A communication problem was reported. The patient placed the recharger antenna over the implant and then pressed the start charge button, following this she saw the reposition antenna screen. It has been quite a few months since the patient has last charged her implant. The patient reported a couple weeks later that she still has concerns regarding her device or therapy but was working with her doctor or company representative. An appointment date of (B)(6) 2014 was noted. The company representative confirmed that they met with the patient on (B)(6) and tried to bring the battery back to life. The battery was unable to be brought back through the 60 minute restart. Could not get any communication withthe 8840. The patient was unaware how many times the battery went in overdischarge in the last 5 years. The patient¿s surgeon and implanter doctor made the decision to replace the battery on (B)(6). The patient had no stimulation at this time. The replacement was moved to (B)(6). Additional information has been requested.

Event description:
It was confirmed that the patient received a new battery on (B)(6) 2014 and has great coverage. The old ins was not available to send back to the device manufacturer.